Event description:
It was reported on 04/27/2022 by a facility representative via sems that an ar-1588btb-2j tightrope ii would not tighten down. This was discovered during a case with no patient harm. Per facility: "upon final fixation when re-tensioning, the white sutures upon tightening became lax and the portion that typically bunches up and keeps the button down came out to the side. The button was useless after and we had to re-prepare the graft. Case completed successfully, reverted to the older btb tightrope and abs."

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.